Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was returned with no associated complaint. At the start of the analysis, it was noted the device had no telemetry. Visual inspection noted a small dent on the device casing, but no arc marks were noted. The device case was removed and the measured battery voltage was noted to be low. Inspection of the internal components noted that the plasma fuse was "open" and the flex circuitry was damaged due to exposure to high energy. The inability to interrogate the device was due to a depleted battery and the depleted battery is thought to be due to exposure to high energy that resulted in internal damage.